Event description:
It was reported that, when inflating the product at a pre-use check, the customer felt resistance. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three photos and one sample was returned for evaluation. The sample was received in used conditions within its original package. Visual and functional testing were performed. Visual inspection determined that no defects were observed. Functional testing found that there were difficulties inflating and deflating the sample; the complaint was confirmed. The occurrence of this failure condition could be caused by method not followed (excess solvent thf at joint) at manufacture. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).